Event description:
It was reported that the patient expired at a local remote clinic on (B)(6) 2021. The hospital requested guidance on disconnecting the left ventricular assist device (lvad) system. The patient was admitted due to a scheduled computed tomography (CT) scan and deteriorating clinical condition. The patient expired under picture of multi-organ failure. The lvad system functioned as expected. The patient was treated according to their condition. No further details were available. The patient expired due to multiorgan failure. The lvad operated as expected until the patient expired. The outcome was not device or therapy related. No autopsy was performed. The pump was not explanted. The pump will not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The heartmate 3 lvad, serial number (B)(6), was not explanted for analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10aug2020. The heartmate 3 lvas IFU is currently available. This IFU death as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing this event.